Manufacturer narrative:
Device passed the displacement test and unexpected restart error test. No unexpected restart error anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer¿s blood glucose was unknown. The customer stated that they were able to clear the alarm. The troubleshooting was performed and customer also stated that they received another unexpected restart alarm after battery change. The insulin pump will be returned for analysis.